Event description:
Acct. Reports several incidents of inverted septums with this lot number of injection sites. They access their septums with "lever locks". These samples sent for testing purpose only, were not used on pts.